Manufacturer narrative:
The srt replaced the leaking brass fittings using the epgs flow kit. The unit was reconditioned. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, there were multiple brass fittings on the electronic patient gas system (epgs) that were leaking air. There was no patient involvement.